Manufacturer narrative:
Sample was li heparin plasma and centrifuged for 10 minutes at 3500 rpm. Qc is performed daily, was within specifications prior to the event. A system check performed on (B)(4) 2010 was within specifications. A field service engineer (fse) was on-site (B)(4) 2010. Fse found the waste filter to be wet and replaced it and verified the repair per established procedures. Although hardware issues were addressed, a clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a falsely elevated accutni result generated by the access 2 immunoassay system. The initial result was 0.83ng/ml and upon repeat on a different instrument the result was 0.05ng/ml which was within the risk stratification range. A corrected report was issued. No reports of death, injury, or change to patient treatment have been reported in connection with this event.